Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionably low glucose hk gen.3 assay results for 3 samples from the same patient tested on the cobas c 503 analytical unit. On (B)(6) 2026: the result from the analyzer was 6 mg/dl. The result from a glucometer using another sample collected later was normal and within the meter's range. On (B)(6) 2026: the result from the analyzer was 2 mg/dl. This result was proven to be repeatable. The capillary glucometer results checked on the same day ranged from 89 to 106 mg/dl. On (B)(6) 2026: the result from the analyzer was <2 mg/dl. This result was proven to be repeatable. The concurrent capillary glucometer readings remained within the 89-106 mg/dl range. The physician questioned the analyzer results, as they were deemed incompatible with life.